Event description:
It was reported that the proximal portion of ureteral catheter was kinked due to hub being too tight and subsequently making it difficult to pass a guidewire.

Manufacturer narrative:
He reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be inappropriate package design. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the bard® polyurethane ureteral catheters are intended for use in the drainage of urine from the ureter. The polyurethane ureteral catheter is inserted through the urethra, into the bladder and up through the ureter. These catheters also allow the delivery of contrast media. Directions for use: ureteral catheters are designed in a variety of distal tip configurations. The anatomical characteristics of the ureteral orifice and physician preference should determine the choice of design in a specific clinical situation. Closed tip placement (placed without a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. The catheter adapter is secured to the ureteral catheter, and the catheter is flushed to evacuate all air bubbles. Under direct vision, the catheter tip is positioned within the ureteral orifice. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Open tip placement (placed with a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. Under direct vision, the guidewire is positioned within the ureteral orifice. The ureteral catheter is inserted over the guidewire and advanced into the ureter. The guidewire is removed and the catheter adapter is secured to the catheter. Gentle aspiration to evacuate air from the catheter can be performed at this time. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Warning: this unit should not be used as a ureteral splint. Warning: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending. Caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter. Caution: when using the tigertail¿ catheter without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter become detached, retrieve with an endourology grasping device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the proximal portion of ureteral catheter was kinked due to hub being too tight and subsequently making it difficult to pass a guidewire.